Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 24 millimeter (mm) non-medtronic balloon. The valve was deployed twice at 80% and the valve migrated upwards towards the ascending aorta. Intermittent capture while pacing was reported. The valve was fully recaptured and repositioned. The valve was deployed a third time to 80% and the valve was too deep. The valve was recaptured and repositioned again. The valve was deployed a fourth time successfully. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6) ); product type: 0195-heart valves; implant date 2024-09-04; explant date product ID l-evolutfx-2329 (lot: 0012272640); product type: 0195-heart valves; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.